Event description:
Clinical study. It was reported that 612 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Target lesion 1 (20mm long) was identified in the proximal left anterior descending artery (prox lad) with a reference vessel diameter of 3.0mm. The lesion was not tortuous or calcified. Target lesion 1 was treated with direct stenting using a 3.0x24mm taxus express2 stent. Residual stenosis was 0%. The patient was discharged one day later on aspirin and plavix. At 612 days later after the coronary index procedure, during the two year follow-up, the patient was admitted for a tvr. The proximal lad was treated with stenting using a taxus express2 drug eluting stent to treat the diffuse in-stent restenosis. The physician assessed the event as probable relationship to the taxus stent. Another taxus stent was placed in the mid lad; however this device was assessed as not related to the event. The patient was discharged the next day.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.